Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on 11/11/2016 the patient was hospitalized with elevated blood glucose (bg) of 536 mg/dl with rapid/deep breathing, abdominal pain, nausea, chest pain, vomiting, and large ketones. The patient was reportedly treated with insulin injection and intravenous fluids and remained on the pump. Customer technical support reviewed the pump with the reporter and found the following: the basal history matched the active basal program; the basal delivery totals in the total daily dose history did not match, however the variation was determined to be due to normal pump use in that the pump¿s suspend feature was used and the basal edit screen had been accessed; the bolus totals in the total daily dose history did not match the bolus totals in the bolus history, and the difference was found to be greater than 5%. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a bolus delivery discrepancy.

Manufacturer narrative:
Follow-up #1; date of submission: 12/16/2016. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 01/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed no evidence of an alarm or other disturbance that would interrupt insulin delivery. A review of the current total daily dose values revealed that they matched the basal and bolus history. The basal history accurately reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours on a 1 unit/hour basal program, and the total daily dose was accurately recorded. The pump passed a flow accuracy test with delivery within specifications. The complaint was not duplicated and no defect was found. (B)(4).